Manufacturer narrative:
(B)(4). Date sent 8/11/2025. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned inside it's package unopened. Upon visual inspection of the packaging, a foreign matter was noted to be on it and it was confirmed to be white flakes from the tyvek. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our quality process, the manufacturing records of this lot number was reviewed, and the manufacturing standards were met prior to the release of this lot. Although no conclusion could be reached on how these white flakes get loose from the tyvek. The reported complaint was confirmed. Additional information was requested, and the following was obtained: was sterility compromised from this event? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure when opening the sterile packaging of the product, large amount of white dusty material (appearing to be coming out of the plastic seal of the packaging) sprayed out potentially causing contamination of sterile field and the theatre.